Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, curve and crack opening in shell and valve, delamination of valve. The leak test and microscopic analysis was performed which identified: a curved striated opening on posterior side assessed as surgical damage, a curved cracked opening in valve assessed as cracked valve seat diaphragm valve, partial delamination (65%) of diapherm flange disk assessed as adhesive failure. Based on the device analysis the final assessment is a curved striated opening assessed as surgical damage consist in the use of some surgical tool, a crack opening on valve assessed as cracked valve seat diaphragm valve, and delamination of diapherm flange disk assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.